Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged and exhibited loss of capture. Hence, this rv lead was partially extracted and capped. No additional adverse patient effects were reported.